Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported experiencing high blood glucose up to 313 mg/dl. Customer's blood glucose at time of report was 202 mg/dl. Troubleshooting was performed for high blood glucose. The customer recalled receiving motor error and button error alarms on the insulin pump since high blood glucose began. No significant events leading to the button error alarm were recalled. The insulin pump had not been exposed to a strong magnetic field. Customer was not using the sensor feature on the insulin pump and was able to complete rewind sequence. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly during testing however, found moisture damage to the keypad traces during visual inspection. No button error alarm during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. The motor passed motor test. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.